Manufacturer narrative:
Follow-up #1: date of submission 8/30/16. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:.battery compartment crack on left side of grip pad.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the battery compartment is cracked on left side of grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.